Manufacturer narrative:
The pump was returned assembled with the percutaneous lead (lead) severed approximately 1 inch from the pump housing and two additional segments measuring approximately 4.5 and 23 inches in length were also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, and outflow graft bend relief were not returned. Upon disassembly of the returned pump, a thrombus formation was found surrounding the inlet bearing ball, obstructing approximately 20-30 percent of the blood flow path. The thrombus ring revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that it developed around the inlet bearing ball over an undetermined amount of time while the pump was operating. In addition, two thrombus formations were found partially occluding two separate rotor vanes. The thrombus on the proximal-side of the rotor showed a curved, half moon shape while the second rotor thrombus was very large and flat. The thrombus formations were denatured, indicating that they were present in the pump while it was supporting the patient; however, the structure of the thrombi suggests that they did not originate on the rotor and initially developed in another location. Although their origins could not be conclusively determined, portions of the thrombi appeared to show a similar color and texture to the thrombus surrounding the inlet bearing ball while the smaller rotor thrombus showed a curved shape, suggesting that they may have potentially originated around the inlet bearings. Finally, a small tissue-like deposition was found in the proximal-side of the outlet stator. The lack of laminated layering indicates that the deposition did not initially form in the outlet stator; however, its origin could not be conclusively determined. Moreover, the thrombus was not adhered to the blood-contacting surfaces and showed no evidence of denaturation while no contact marks were observed on the outlet portion of the rotor or the outlet bearing cup, suggesting that it was not present in this location for an extended period of time. The evaluation could not determine a specific cause for the development of the observed thrombus formations or a duration of time for which they were present in the device; however, they were obstructing a large portion of the blood flow path and could have contributed to the reported elevated ldh. The inlet bearing and rotor thrombi could have also created increased drag on the spinning rotor, contributing to the reported elevations in pump power confirmed through the data recorded in the retrieved system controller log file. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Date of event is estimated. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient presented to the ER on an unspecified date, and was experiencing dyspnea. The patient had a lactate dehydrogenase in the 5000 u/l range with elevated pump power and flow estimation readings. On (B)(6) 2017, the patient received a pump exchange due to declining hemodynamics.